Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) was returned to the manufacturer and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death. Manufacture dates: monitor: 5/30/2012, electrode belt: 10/13/2019.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. It was reported that the patient was dizzy, and then lost consciousness while at a barbecue with family present. It was also reported that the patient received treatments from the lifevest. Neighbors reportedly began CPR, and ems was called, but the patient had passed away by the time they arrived. Review of the patient's download data revealed that on the day of passing, the patient was treated twice by the lifevest. At 9:05:48 am, the patient was appropriately treated by the lifevest. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf) and the post-shock rhythm was asystole for approximately 17 seconds, transitioning to severe bradycardia at 10 bpm. Post-shock asystole is a known potentially adverse outcome of defibrillation therapy. At 9:07:09 am, the patient received a second treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole transitioning to severe bradycardia at 10 bpm with bigeminy and CPR and motion artifact. The post-sock rhythm was bradycardia at 20 bpm with bigeminy and CPR and motion artifact. Oversensing of low amplitude cardiac signal, and CPR and motion artifact contributed to the false detection. The electrode belt was disconnected at 9:16:21 am.